Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent an initial knee arthroplasty about three years ago. Subsequently, the patient is experiencing terrible pain, rash and a possible allergic reaction.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is reported that the patient underwent an initial knee arthroplasty about three years ago. Subsequently, the patient is experiencing terrible pain, rash and a possible allergic reaction. Patient also reports unexpected weight gain, unable to be active, and unable to walk small distances without experiencing pain. No revision procedure has been reported to date. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - unknown nexgen tibial component, catalog # unknown, lot # unknown. Unknown nexgen bearing, catalog # unknown, lot # unknown. Another MDR report was filed for this event, please see associated report: 0001822565-2017-06649.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.